Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted to the center for new driveline infection. The patient admitted to accidentally having dressing removed for an unknown duration of time.

Manufacturer narrative:
The patient is on medical management and remains ongoing on lvad support. No further information is available a this time. A supplemental report will be submitted when the manufacturer's investigation is completed.